Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation a ventilator inoperative alarm condition was observed. The device's machine flow sensor was replaced to address the issue. Additionally, a debug alarm was observed indicating an issue with the blower assembly and system board. The components were replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed.